Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m155502 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m155502 and test base part number 190-430 / lot m155502. The lot met the required release specifications. A review of the complaints reported as conflicting results patient results (confirmed and unconfirmed, conflicting results) related to kit lot m155502 showed that the complaint rate is (B)(4).

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay. The customer reports that the initial ID now covid-19 assay generated positive results. Repeat testing generated negative results. Confirmation testing with pcr generated negative results. No additional patient information, including treatment and outcome, was provided.